Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline was replaced to complete the procedure. The replacement pipeline deployed smoothly and the procedure was completed with satisfactory results.

Event description:
Additional information received reported that when the stent system was delivered to the mid-distal segment of the microcatheter (through the tortuous segment), there was resistance. It was noted that there was visible damage to the observed pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pipeline device (lot#b328855) found the pushwire was returned inside of a biohazard bag and a shipping box. There was no pipeline flex braid or catheter returned with the pushwire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid and catheter. The root cause could not be determined. No damages were found with the pushwire. Possible causes include damaged braid and patient tortuous anatomy. There was no non-conformance to specifications identified that led to the reported issues. No damage was found with the pushwire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the stent catheter phenom27 pushed the guidewire in place, the pipeline was delivered. There was significant resistance due to tortuous blood vessels. After it was deployed in the expected landing area, the distal end was poorly opened, to the curve place, it could not be opened. A length was continued to be deployed and still could not be opened. The increasing and decreasing tension deployment technique was implemented, and the swing was combined, it could not be relieved. Later, the stent was withdrawn, the deployment process was repeated and it still could not be opened. The stent was withdrawn, a new pipeline was opened and delivered and was deployed. The surgery went smoothly. The pipeline failed to open in the middle section. The pipeline middle section was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right side clinoid segment aneurysm with a max diameter of 2.89 mm and a 1.58 mm neck diameter. The landing zone was 3.1 mm at the distal end and 4.2 mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was unknown. The angiographic result post procedure was the blood flow was slowed. Ancillary devices include a phenom27 microcatheter.